Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification.

Manufacturer narrative:
Test strip lot # 1020515119 expiration date: 4/30/2017. Control solution lot # 1030412258 expired: 03/31/2015. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. The meter and test strips in question will be returned for evaluation.

Event description:
Consumer called in to report an incident on (B)(6) 2015 where he experienced a hypoglycemic event and went to the hospital as a result of that. On the day in question he had lunch around 1 pm and tested his blood after: bg results pulled directly from the meter: (B)(6) 2015 @1:08 pm bg 154 mg/dl. According to the consumer, "...he received an unknown amount of insulin from his pump based on this result..." Around 4 pm the consumer was watching tv when his wife noticed he was 'unresponsive' and 'his sweater was soaked with sweat'. She immediately tested his blood glucose and took several more tests over the course of 20 minutes: (B)(6). While consumer's wife was testing his bg she gave him sugar tabs and called the emt's. The emt's arrived a few minutes later and did not test his bg or give him any medication or glucose-they immediately brought him to unity hospital in rochester ny. The consumer stated he came to in the ambulance. At the hospital they checked his blood glucose with an unknown meter and getting a result of 38 mg/dl shortly after he was tested with the nml in question 'they" performed a blood glucose test at 5:21pm getting a result of 149 mg/dl he was given a turkey sandwich and some crackers at the hospital but no medication or glucose. He was discharged around 8 pm. They checked his bg with a hospital meter before he left with a result of 130 mg/dl. Consumer stopped using the ts in question but has continued to use the meter in question. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use, however, it was discovered that the consumer used expired control solution on his test strips. The meter and test strips in question will be returned for evaluation